Event description:
It was reported that the pt underwent a posterior spinal procedure. During the surgery, the screw extender assembly popped off of the screw while inside the patient. The inner sleeve popped through the outer sleeve. The inner sleeve bent. No patient complications were reported.

Manufacturer narrative:
(B)(4).the device was returned for eval. Visual examination of the tip of the reduction sleeve found that the sleeve tip is bent outward out of print specification approx 1.6mm the mas head retention features. Common surgical technique for this part is for the surgeon to wiggle the assembly free of the mas head of the implanted screw. This can create stresses on the instrument that could bend the tips if performed aggressively. The bent tip condition suggests that this instrument may have been subjected to aggressive release techniques which may have contributed in the out-of specification condition. A review of the device history records did not identify any applicable nonconformance to specification.